Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overinfused during flow testing in the biomedical service department. The observed volume was greater than 10% (target 200 ml/hr and reading 226ml/hr). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, over-infusion was not reproduced. A review of the history log revealed infusion of nitroprusside was programmed on (B)(6) 2024 at an initial rate of 102 ml/hr. The pump ran for 3 minutes at that rate. The user stopped the pump and decreased the rate, but never resumed the pump. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be worn pressure spring. The pressure spring (m2 and m3) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.